Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-33, lot# v118846, implanted: 2008-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and no stimulation sensation. She noticed a sudden return of urge incontinence ¿about two months ago.¿ there was no known accident or incident or a change in diet related to this event. However, the patient stated that ¿about three weeks ago¿ she had a urinary tract infection (uti) and had just finished treatment for that. On the day of the report, and two weeks prior to the report, the patient saw the poor communication screen with or without the antenna attached to the programmer. She typically had a family member assist her with the programmer. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.